Event description:
It was reported that high impedance was detected on the patient's generator pre-operatively. The patient's generator was replaced and then the impedance was reportedly within normal limits. The explanted generator has not been received by the manufacturer to date. Historically, the explant facility discards products therefore product return is not expected to date. No further relevant information has been received to date.

Event description:
A periodic programming history review was performed where high impedance was observed on this patient's device during an office visit. The impedance value was within acceptable ranges prior to this visit as well as after this visit. The physician's office stated that the doctor was informed of the high impedance event. The physician then saw the patient and upon interrogation, high impedance was not seen, and therefore no intervention was taken at this time. No information has been received regarding any further interventions being taken for the high impedance event to date.